Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that smoke was observed coming from the system control center (scc) for the architect i2000sr analyzer following a storm. Field service inspection found the scc not functioning. Service replaced the power supply to restore functionality to the scc; however, issues still persisted and the scc was replaced. No fire or injury was reported.

Manufacturer narrative:
A review of the analyzer service history found no contributing factor on or around the date of the event. There were no subsequent reports of smoke from the scc after the scc computer was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.